Event description:
Caller states, the pt tested 6.2 inr on the coaguchek sys and 4.4 inr on a comparison lab. Coumadin was held based on device result, however, no adverse event reported. Requested return of suspect sys and replacement was sent.